Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/13/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The download logs does not contain any errors. Receiver passed all tests on functional test station eq-900302-011.(passed audio test). Passed 'try it', 'fixed low' test. Audio tone was heard at normal volume when tested with receiver communication tool: 7.0.0.75 (low, medium, high). Opened receiver, passed internal visual inspection. Speaker measured 7.45 ohms.(within tolerance). Passed 'wiggle' test. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.